Manufacturer narrative:
Analysis of the communicator found micro usb port is loose, micro usb interface is damaged, taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver dilaudid (hydromorphone), bupivacaine, and clonidine. It was reported that the patient's equipment needed to be replaced. The communicator could not recharge anymore. The reporter added that they could leave the communicator charged all day, but the green light would not show and it would give them a message that the communicator had no charge. This had been happening for a couple of days and, starting (B)(6) 2026, it kept showing low power. The reporter already tried different outlets but had the same issue. A request was sent for a replacement communicator.